Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Tap - "during the procedure, the trocar lost gas ( the doctor heard the noise of loosing air/gas). The explanation of the nurse was that the surgeon goes through the seal with a sharp needle for many times, but there was no damage to the seal. I send back both 12mm sleeves, because they didn't know which one of both is damaged. There are also pictures of the two trocars inside the box. The operating team: surgeon- dr. (B)(6), nurses- (B)(6)." Patient status: "good."

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection of the returned unit, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.